Event description:
It was reported that the lead was extracted due to a perforation. Via echo, pericardial fluid was observed and a pericardial drainage was applied. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.